Event description:
It was reported that the battery pack heated up and the batteries melted. There were no adverse consequences associated with this event. The account had a back up to use to complete the case with no delay.

Manufacturer narrative:
The battery pack was received by the MFR for investigation, cut from the handpiece. The investigation is ongoing. A follow up report will be filed when the investigation is complete.